Event description:
Customer reported unit started smoking. Smoke reportedly made the clinician's throat sore and tongue swell. No medical treatment was necessary. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.